Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported waking up to a blood glucose of 400 mg/dl. The customer stated their current blood glucose was 43 mg/dl. Customer treated their blood glucose with food. The customer also reported changing their basal rates without consulting with their healthcare provider. Customer declined to return the insulin pump for analysis.